Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was presented with lethargy, eyelid opening apraxia, and left hemiparesis. The patient had been in the hospital for treatment of a driveline exit site infection at the time of this event. A computed tomography (CT) scan was performed which revealed a large right middle cerebral artery (mca) stroke. The patient remained hospitalized for monitoring. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center believes the reported event was related to the device. Stroke and driveline infection are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause and relationship to the device cannot be determined, clinical factors including patient's medical condition, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nine months after hvad implantation, the patient experienced a stroke. This patients immediate post-operative course had been complicated by renal failure requiring dialysis, respiratory failure with multiple intubations and tracheostomy, anemia and driveline infection with superficial chest and abdominal wall debridement and multiple washouts. The most recent washout was two days prior to the event. Neurological symptoms included lethargy, apraxia and left hemiparesis. CT scan confirmed an acute middle cerebral artery infarct. Current neurological status or deficits are unknown. The patient remains hospitalized for continued treatment of the driveline infection. The physician feels that the event is related to both the device and the patient's infection. Investigation is ongoing.